Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit alarmed unexpected restart error test after battery change due to faulty connector on interface board. Unable to complete functional test due to unexpected restart error test alarm. Unit received with cracked case on display window corners, cracked lcd window, minor scratched lcd window, cracked reservoir tube, broken reservoir tube lip, cracked belt clip slot and cracked battery tube threads.

Event description:
Customer reported via phone call that when battery was changed in insulin pump, setting would disappear. Customer also reported physical damage of insulin pump. Customer reported that a piece from reservoir compartment broke off and display screen was cracked. Customer's blood glucose was 300 mg/dl. Customer was advised that insulin pump would need to be replaced.